Event description:
It was reported that during an laparoscopic hysterectomy procedure, the blade tip broke off the device and was removed from the pt through the trocar. No further info is available. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.